Event description:
Bilateral mammography suspect for silicone gel implant leakage. Bilateral removal was done with replacement with saline implants. Microscopic leakage noted on removal. Implants were labeled and sent to pathology lab. They will be stored at pathology for 1 year.